Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for pelvic pain and mixed incontinence. It was reported that the patient tried to recharge the device two weeks ago before coming home from (B)(6). The patient could only get 4/8 bars of contact and charged for about 1 hour without getting to full charge and stopping charge. The patient checked battery status before leaving (B)(6) with the patient programmer (pp) and ins was 1/4 full. The patient came home to (B)(6) and could not recharge the ins; got ¿lack of communication¿ screen. The patient checked the status with the pp and could not establish telemetry. It was questioned if emi from the airport security contributed to the issue. Troubleshooting was performed, talked patient through recharging and attempted reboot (physician recharge mode for 20 seconds). Unable to establish communication between device and ins. The action taken to resolve the event was a new charging system was being sent to the patient and follow up was arranged for (B)(6) to review the ins status +/- physician recharge and power on reset (por) clearing. Additional information was received, reporting the new recharger failed to communicate with the ins. The ins was overdischarged. A physician recharge was performed, and por was cleared. Stimulation was restored to patient¿s satisfaction and the patient was happy. The patient was going to follow up with their general physician and colorectal surgeon. It was noted that the patient had been doing some international travelling through multiple airports. The rep thought the cause of the event was premature overdischarge. It was also noted that the patient still has mixed fecal/urinary incontinence and urgency. Some pelvic pain, although this was no longer the patient¿s main issue. The patient did have more pelvic pain when implanted, than since they recently had some gynecological surgery. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the representative reported that the gynaecological surgery she had in the us was to repair or remove mesh from previous prolapse surgery (done here by the gynaecologist who implanted her).